Manufacturer narrative:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 21-mar-2017 and was forwarded to bayer on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ("left ovarian pain") in a female patient who received essure (batch no. C68792). The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On (B)(6) 2015, the same day after starting essure, the patient experienced adnexa uteri pain (seriousness criteria medically significant and clinically significant/intervention required), hyperhidrosis ("excessive sweating"), fatigue ("unmanageable fatigue"), skin exfoliation ("desquamation of scalp"), loss of libido ("total loss of libido/ no more sex life"), arthralgia ("joint pain"), depression ("depression/ isolation") with morbid thoughts, weight increased ("weight gain"), pain ("difficulty getting around due to overall body pain"), menorrhagia ("haemorrhagic menstrual periods") and amenorrhoea ("sometimes no period"). The patient was treated with surgery (uterine tubes and essure removal on (B)(6) 2017). Essure was withdrawn. At the time of the report, the adnexa uteri pain, hyperhidrosis, fatigue, skin exfoliation, loss of libido, arthralgia, depression, weight increased, pain, menorrhagia and amenorrhoea outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, hyperhidrosis, fatigue, skin exfoliation, loss of libido, arthralgia, depression, weight increased, pain, menorrhagia and amenorrhoea with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-may-2017 for the following meddra preferred term: adnexa uteri pain - analysis in the global safety database revealed 58 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number c68792 (production date 24-jun-2014, expiration date 30-jun-2017). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced left ovarian pain (interpreted as adnexa uteri pain), whereupon she underwent salpingectomy with device removal approximately 2 years after insertion. Adnexa uteri pain, serious due to medical significance, is anticipated in the reference safety information of essure. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure, but these events may also have different causes, gynecological and non-gynecological. In this particular case, the onset of the events coincided with the insertion of the coils and no potential alternative explanations were mentioned. In light of the available information, a causality of essure cannot be excluded (related). Numerous non-serious events, mostly of systemic nature, were additionally reported. The case was classified as incident because of the surgical device removal. No active follow-up can be pursued in this ha case. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded.

Event description:
This case was reported via (B)(6) ((B)(4)) on 21-mar-2017 and was forwarded to bayer on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ("left ovarian pain") in a female patient who received essure (batch no. C68792). The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On (B)(6) 2015, the same day after starting essure, the patient experienced adnexa uteri pain (seriousness criteria medically significant and clinically significant/intervention required), hyperhidrosis ("excessive sweating"), fatigue ("unmanageable fatigue"), skin exfoliation ("desquamation of scalp"), loss of libido ("total loss of libido/ no more sex life"), arthralgia ("joint pain"), depression ("depression/ isolation") with morbid thoughts, weight increased ("weight gain"), pain ("difficulty getting around due to overall body pain"), menorrhagia ("haemorrhagic menstrual periods") and amenorrhoea ("sometimes no period"). The patient was treated with surgery (uterine tubes and essure removal on (B)(6) 2017). Essure was withdrawn. At the time of the report, the adnexa uteri pain, hyperhidrosis, fatigue, skin exfoliation, loss of libido, arthralgia, depression, weight increased, pain, menorrhagia and amenorrhoea outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, hyperhidrosis, fatigue, skin exfoliation, loss of libido, arthralgia, depression, weight increased, pain, menorrhagia and amenorrhoea with essure. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced left ovarian pain (interpreted as adnexa uteri pain), whereupon she underwent salpingectomy with device removal approximately 2 years after insertion. Adnexa uteri pain, serious due to medical significance, is anticipated in the reference safety information of essure. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure, but these events may also have different causes, gynecological and non-gynecological. In this particular case, the onset of the events coincided with the insertion of the coils and no potential alternative explanations were mentioned. In light of the available information, a causality of essure cannot be excluded (related). Numerous non-serious events, mostly of systemic nature, were additionally reported. The case was classified as incident because of the surgical device removal. No active follow-up can be pursued in this ha case. A product technical analysis is expected.